Manufacturer narrative:
Concomitant medical products: huber needle; bd 10ml posiflush sf saline flush syringe; ext tubing, therapy date td (B)(6) 2019. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported experiencing stick-down with a needleless connector. The product was applied to the end of the tubing which was attached to a huber needle in order to access the patient's "infuse-a-port" (central line). Several syringes were connected and disconnected to the needleless connector. First, normal saline was flushed with a 10ml syringe to prime the needleless connector and tubing prior to access the "infuse-a-port". Another 10ml syringe was used for a waste draw, and then a third syringe (10ml) was used to draw labs. The nurse then went back to the first syringe with normal saline to flush the tubing. The inner portion of the connector was stuck down inside of the needless-connector. At no point during the lab draw process nor after it was completed did the inner blue part of the product pop back out to be in a flush position. Approximately a drop of blood leaked and was on the nurse's hand. The nurse then wiped the blood away from the needleless connector with a chg wipe. The needleless connector was changed. There was no patient harm.

Manufacturer narrative:
Additional information provided: event.

Event description:
The customer reported this issue has since resolved, and they state the issue was isolated to 2 lot numbers.